Manufacturer narrative:
D4 UDI and g5 are unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for e-complaint. Visual and functional testing were performed. No problems or issues were identified during this device history record review. All labels were still intact. There was no abnormality in the appearance of the main body. Confirmation of general operation and functional check. The reported event was confirmed. Compared to other parapacs, the speed at which the pointer of the airway pressure gauge goes down was slow. The root cause of the reported issue was found to be the airway pressure gauge failure. The technician replaced the airway pressure gauge replacement.

Event description:
It was reported that the indicator needle of the airway pressure gauge was slow to go down. No patient injury was reported.